Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center is not working with the duodenovideoscope and the video system center had no image. There was no patient or procedure involvement. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: failure of the patient board set. Intermittent noise was displayed on the image due to defect of the flat cable between printed circuit board. The front panel display blinked intermittently due to impact of corrosion of the contact pin of the front panel harness. Olympus will continue to monitor the field performance of this device.